Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo, one implant was detached from the suture; it was not possible to see the condition of rest of the suture and the other implant. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing a manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Based on the investigation findings, the reported complaint was confirmed. The photo does not provide enough evidence to determine root cause. The possible root cause for deployment issues could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. Also, the trigger might have not fully been pressed until a click sound was heard which could cause the reported failure. However, it cannot be conclusively affirmed. As per instructions for use (IFU), it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in china that during a surgical procedure of the knee performed on (B)(6) 2024 it was observed that after the first firing of the truespan 24 degree peek device, two plates deployed at the same time. It was reported that another device was used to complete the procedure. There was no surgical delay and no harm to the patient. No further information is available.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. D4: the expiration date is currently unavailable. H4: the device manufacture date is unknown. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4). Investigation summary: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. Visual inspection found that truespan 24 degree peek inserter was found in a normal shape. Only the deployer without suture or plates was returned. A functional test was unable to be performed based on the condition of the device. The overall complaint was unconfirmed as the observed condition of the truespan 24 degree peek would not contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.